Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
Material no: 305901; batch no: 8291677. It was reported that during use of the bd safetyglide¿ needle during administration, medication leaked between the syringe and the needle. The following information was provided by the initial reporter: during chemotherapy administration, some drops of the medication leaked between the syringe and needle. The connection was rechecked and determined to be secure so a needle changed and administration resumed. Leaky needle bagged.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 305901 batch no: 8291677. It was reported that during use of the bd safetyglide¿ needle during administration, medication leaked between the syringe and the needle. The following information was provided by the initial reporter: during chemotherapy administration, some drops of the medication leaked between the syringe and needle. The connection was rechecked and determined to be secure so a needle changed and administration resumed. Leaky needle bagged.